Manufacturer narrative:
The returned product was investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. It should be noted the customer was using incompatible test strips. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 at 1:05 pm he received a reading of 148 mg/dl on his adc blood glucose meter, which was higher than he felt. Customer further reported he self-administered an unspecified amount of insulin in response to the reading. Sometime later he began to "sweat" so he self-treated with juice and a turkey sandwich and then paramedics were called. Upon arrival a reading of 42 mg/dl was received on their meter "around 3:30 or 5:00 pm". Customer was diagnosed with hypoglycemia and an unspecified intravenous infusion was initiated. A subsequent reading of 268 mg/dl was received. There was no report of death or permanent injury associated with this event.